Event description:
In the morning 4 days after the event, customer's family member called the customer service department to allege that pt has been getting high blood glucose results on the meter. Because of this, pt allegedly took too much medication such as insulin and xiaoke pills(chinese medicine) and was subsequently hospitalized for hypoglycemia in 2002. Pt was treated with unknown injections and medicine. The length of hospitalization is unknown. Other health problems are unknown although pt is anemic. A reported comparison with the hospital device (unknown if a meter or lab test) in 2002 was 5.4 mmol/l (5.4 is comparable to 97 mg/dl). The patient's meter at the same time was 109 mg/dl (interpreted as 10.9 mmol/l). In the afternoon 4 days after the event, a professional sales representative met the family member in a pharmacy where they discovered that the meter was set to mg/dl rather than mmol/l, the accustomed unit of measure. After being informed of this, the family member alleged family member has always been misreading the unit as mmol and has been unaware their meter was in the wrong unit of measure for a year and a half. Customer reportedly had begun to experience symptoms of dizziness (a symptom their non-diabetic family members experience). Family member also alleged that they have never changed the unit of measure since purchasing the meter in 2001. When the customer service representative called the family member again a month later to replace the subject meter, the family member had discarded it. Lot number of strips is unknown. When the representative tested the meter with control solution, it passed on qc test.